Manufacturer narrative:
Block b3: approximated based on the date of the explant procedure. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500 model: sc-8216-50 serial: (B)(6) batch: 7071221 UDI: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure. The implantable pulse generator (ipg) has cracked resulting in spasms in the right foot and pain during walking, standing, or lying down. No additional information has been obtained despite multiple good faith efforts.